Event description:
It was reported that during the port implantation procedure, the device allegedly unable to flush and had a suction issue. It was further reported that another port was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the ninth complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the device was not returned for evaluation. The investigation is inconclusive for the reported difficult to flush and suction issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that during the port implantation procedure, the device allegedly unable to flush and had a suction issue. It was further reported that, the port was not used on patient. There was no patient injury.